Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed mild hypoglycemia on the reported event date. This hypoglycemia was preceded by a period of hyperglycemia. Two meal announcements were delivered during this hyperglycemic period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by stacking insulin using the meal announcement feature during the hyperglycemic event that led to hypoglycemia. In addition, the user reported their dexcom g7 cgm was reading falsely high during the hypoglycemic event. This contributed to the severity of the event, causing the ilet to dose insulin in response to incorrect cgm glucose values.

Event description:
On 6/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 6/24/24. On 6/26/24 the cds reviewed the user's ilet data and discovered that the user made two lunch meal announcements (usual and more) which contributed to the low bg event. On 7/16/24 a beta bionics customer care agent followed up with the user about the event. The user reported while cooking dinner, the user started sweating and drank a cup of orange juice, which helped a bit. About 30 minutes later, their niece noticed the user acting "very strange/verbal responses were not making sense." The user's sister laid the user on the ground and called emt. Upon emt arrival, their bg was 20 mg/dl. Emt disconnected the ilet and administered two shots of glucagon before transporting the user to the hospital. At the hospital, the user received two additional bags of IV glucose but was not admitted. They stayed in the hospital for seven hours before returning home. The user also reported their dexcom g7 continuous glucose monitor (cgm) readings were off by 50 points.